Manufacturer narrative:
It was reported that the new expiratory channel printed circuit (pc) board had an out-of-the-box failure. According to our field service engineer this was tested on two servo-I ventilators with the same result; it was not possible to download system software on the expiratory channel pc board. The reported failure was confirmed when the returned expiratory channel pc board was tested in a refetence ventilator. Why the returned expiratory channel pc board couldn't download system software has not been established.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during repair of the ventilator, the system software could not be installed on the expiratory channel pc board. There was no patient involvement. (B)(4).